Event description:
The customer reported that the autopulse platform (sn (B)(6) ) displayed user advisory or fault codes. Also, a bolt fell out of the bottom cover upon lifting the autopulse platform out of the carrier. No further information was provided. Patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(6)) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform sn (B)(6) displayed unknown user advisories or fault codes. Also, a bolt fell out of the bottom cover upon lifting the autopulse platform out of the carrier. No further information was provided. Patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Correction in b5 (describe event or problem) the customer reported a complaint that "the autopulse platform sn (B)(6) displayed unknown user advisories or fault codes." Based on the archive data review, the autopulse platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart), ua18 (max take-up revolutions exceeded), and ua12 (lifeband not present) messages. The observed uas in the archive were not reproduced during the functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. The customer reported a complaint that "a bolt fell out of the bottom cover upon lifting the autopulse platform out of the carrier," was confirmed during the visual inspection. A load cell plate screw was noted to be missing. In addition, unrelated to the reported complaint, a large crack on the top cover, scratches on the handle, and a small crack across the screw well area of the front enclosure were noted. The observed physical damages appear to be the characteristics of user mishandling, such as a drop. The damaged and missing parts were replaced to address the observed physical damages. Upon further inspection, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The clutch plate was deburred to remedy the problem. The root cause was the sticky driveshaft clutch area, usually caused by sharp edges from all 12-hex edges of the armature plate or burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The autopulse platform was manufactured in january 2018 and is over five years old. The archive data indicated that the autopulse platform was last powered on 05/27/2023 and prompted ua45, ua18, and ua12 messages. The uas were not replicated during the functional testing. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the autopulse hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Per the autopulse hangtag - advisory codes description and action, user advisory 12 is an indication that autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft and can freely rotate after insertion. The autopulse platform passed the initial functional testing without faults or errors. The observed uas in the archive could not be duplicated during the testing. Furthermore, the autopulse platform was stressed out with lrtf (large resuscitation test fixture) for approximately 15 minutes, and no problem was found. A load cell characterization test confirmed that both cell modules function within the specification. The belt switch assembly was checked, and it's within the specification. Following service, the autopulse platform passed the run-in and final tests without fault or error.